Manufacturer narrative:
(B)(4). The reported complaint that the "unit stop pumping while adjusting volume" is not able to be confirmed. No part was returned to teleflex chelmsford for the investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via field service technician " unit stop pumping on a patient". Additional information states that the iab pump console was not swapped. The customer also reports there was no patient injury or consequence.

Event description:
It was reported via field service technician "unit stop pumping on a patient". Additional information states that the iab pump console was not swapped. The customer also reports there was no patient injury or consequence.

Manufacturer narrative:
(B)(4).